Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "drilled next to the nail for dist. Locking. Procedure completed manually."

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. However, based on the latest received information was the root cause of the event user related. If the device is returned or additional information is provided, the investigation will be re-evaluated.

Event description:
As reported: "drilled next to the nail for dist. Locking. Procedure completed manually."